Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. However, the power management tool confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump required batteries every few hours, often did not accept the battery and received battery loss alarms. The battery cap was already changed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.